Manufacturer narrative:
Section b5: an excerpt of the patient's autopsy report was received. The document conclusion stated, "cause of death: external and internal examination and microscopic examination did not allow for a clear statement for morphological cause of death." Section h10: a review of the device logs for the instruments used during the reported procedure was conducted. The endoscope and all of the instruments used in the procedure were used in subsequent procedures, except for the monopolar curved scissors instrument, which had no uses remaining following the reported procedure. Three of the four instruments were used through the end of their respective lives; the fourth instrument has 1 use remaining. Per a site history review, no complaints have been filed against any of the instruments nor the endoscope. A system log review for the reported procedure date showed no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Device history record (DHR) review of the devices used during the reported procedure confirmed that there were no non-conformances identified to be related to this complaint.

Manufacturer narrative:
A root cause for the reported post-operative blood clot relating to anticoagulation dosing and subsequent death could not be determined. Information received did not report any issues with the davinci system, instruments or accessories. No product is expected to be returned for evaluation. A review of the system and device logs for the reported procedure could not be performed at this time due to insufficient event information, including no information provided regarding the procedure date or time. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that according to the information provided in the summary of events, the patient died from a blood clot following a robotic prostatectomy. The exact location and potential cause of the blood clot was not given. No allegation of any issues related to intuitive surgical instruments or equipment was given. Based on the information provided in the summary of events, insufficient information is provided to determine if any intuitive surgical products contributed to this event.

Event description:
It was reported that following a da-vinci-assisted prostatectomy procedure, the patient expired. The death occurred post-operatively and was reportedly due to a blood clot relating to the dosage of anticoagulants. An autopsy is scheduled to determine the cause of death. The information received stated that the event was not related to a malfunction of a da vinci device or system, and the patient expired due to post-operative complications. Additional information was requested; however, no further details have been provided.